Event description:
The customer reported the pump was not infusing 30 minutes after it was started. The IV tubing was changed, placed in pump and started. The customer noticed the "green light came on". 30 minutes later the nurse returned and found the pump was not infusing, the red light was blinking and no there was no alarm. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of the pump not infusing 30 minutes after it was started was not confirmed or replicated. The log event of the pump module shows that there were (B)(4) instances of error code 240.4150.0 that occurred between (B)(6) 2014 and (B)(6) 2014. This error code would terminate any active infusion. Functional testing performed on the returned device did not replicate the error. The proximate cause of the customer¿s experience was determined to be due to a faulty upper pressure sensor, however the exact root cause of the faulty pressure sensor was not determined during the investigation.